Event description:
It was reported that the patient was reimplanted with a heartmate ii pump in (B)(6) 2020 for pump thrombosis. The patient was having occasional low voltage alarms as of (B)(6) 2021. The patient has a kink in the black power cable of their system controller. The device is alarming frequently when on a/c power. A log file review was requested. The log file did capture on (B)(6) 2021 an odd string of power cable disconnects that may or may not be related to power changeovers. Technical services recommended inspecting the black power controller cable pins and for cable fatigue. If cable fatigue is suspected and the patient can tolerate it, it was recommended to try replacing the controller. It was reported that the patient had high flow 10-11 lpm and high powers also 10-11w. On interrogation, the powers were up into 8-9 w and flows running in the 6¿s lpm. A log file review was requested. The log file captured elevated powers above 10w on (B)(6) 2021 at 03:49 and 0453 and for the remainder of the log there were powers noted intermittently in the 8-9w range. All of these elevated powers were associated with pi events. It was reported that another log file was sent in on (B)(6) 2021. The patient is still having episodes of high flows and high power.

Event description:
The cause of the elevated pump power was not identified. The patient was having low voltage alarms and had a kink in the black power cable. The system controller was changed and the low voltage alarms stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the patient was alarming frequently when on a/c power was confirmed. The returned system controller (serial number (B)(6)) was functionally tested, and a continuous, flagless alarm became intermittently active upon manipulation of the black power cable at an observed kink near its bend relief (housing side). Beside the intermittent audio alarm, the returned system controller passed the functional test procedure. Insulation testing of the controller's power cables revealed the yellow wire (alarm-out line) shorted with shield wire within the black power cable. The system controller was further evaluated and an open/broken yellow wire in the black power cable was observed. The wire represents the alarm out signal which echoes the audio alarms from the system controller to the power module. When manipulated the black power cable the yellow wire was contacting the shield causing an intermittent audio alarms from the power module. A log file was extracted from the controller; however, it contained no notable events related to the reported event. The root cause of the reported event was damage to the controller¿s black power cable, resulting in damage to the yellow wire which intermittently triggered an audible tone alarm. However, the root cause of the damage to the power cable was unable to be determined. Device history records were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii system controller serial number (B)(6) was shipped to the customer on 22may2018. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. Additionally, these sections caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage daily. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.